Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the explant has not been scheduled. The rep reported that the doctor¿s office was closed due to covid19. The rep had no new information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patent via manufacturer representative. It was reported that the patient is not using device. It bothers him to have it in. There were no known causes. Patient was met in (B)(6) 2020 and got coverage. Patient was referred to their hcp. A surgical interventions was planned but not scheduled. Hcp had no further information. No further complications were reported. (B)(6) 2020. No new information.